Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: lasso catheter, carto 3 mapping system. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient with symptomatic, frequent, and drug-refractory pacs in the absence of af (group a) underwent radiofrequency ablation and developed left hemothorax 24 h post ablation, which was treated by thoracentesis and drainage without any sequelae. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿electrophysiological features and catheter ablation of symptomatic frequent premature atrial contractions.¿ the purpose of this study was to explore the electrophysiological features of pacs with and without inducing af and to evaluate the effectiveness of catheter ablation for pacs. The study was conducted from june 2012 to january 2015. The 70 patients were involved in this study. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown. Concomitant products were used in this study: lasso catheter, carto 3 mapping system.

Manufacturer narrative:
(B)(4).